Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 48 mg/dl. Reportedly, the basal rate needed to be adjusted. Customer addressed bg with juice. Recommendation was made by tandem technical support to consult healthcare provider. At the time of report, customer's bg was 87 mg/dl.